Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had broken battery tube threads, a broken battery cap, a cracked reservoir tube lip, and a cracked reservoir tube window. The drive support disk was inspected and no anomaly was noted. The insulin pump was received without the original belt clip and no physical damage to the belt clip slot was noted.

Event description:
It was reported that the customer's insulin pump had a crack near the battery compartment. The drive support cap was damaged. Her belt clip broke. The customer's blood glucose level was 104 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.